Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call on 31-aug-2022 to ensure customer had received the replacement products and that they are working as intended - able to establish contact with customer who stated the replacement products resolved the customer's initial issue.

Event description:
Consumer called to inquire about obtaining test strips for meter; customer has discontinued product - customer has true2go meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 01/31/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix go product line.